Event description:
It was reported the customer's battery did not last for more than one week. Customer's blood glucose was 158 mg/dl. No additional information provided.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had minor scratched lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).